Event description:
This is being filed to report difficulty for visualization, grasping, and removal due to challenging patient anatomy. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The heart was severely rotated, had an enlarged atrium and a restricted posterior leaflet. The difficult patient anatomy resulted in difficult imaging throughout the procedure. An xtw clip was inserted and advanced into the left ventricle, but became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, a chordal ruptured occurred. Multiple grasping attempts were then performed, but the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported difficulty removing from the anatomy (the clip caught in chordae) appears to be a combination of patient anatomy and poor image resolution. The reported positioning failure (unable to grasp) appears to be due to the rupture of the chordal associated with difficult to remove from the anatomy. The tissue injury appears to due to the reported difficult to remove (clip caught on chordae which caused the chordal ruptured occurred). The serious injury/ illness/ impairment was a result of case specific circumstances. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na